Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the healthcare facility with syncope. Upon comparison of an updated chest x-ray, it was noted that the right ventricular (rv) lead had pulled back, and intermittent capture was noted. Attempt to re position the rv lead did not work. A right sided implant with a different lead was performed with no difficulties. No further patient complications have been reported as a result of this event.